Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The visual analysis revealed cuts into the insulation 18cm distal to the is-1 connector pin, which most likely resulted from the extraction procedure. However, a thorough analysis of the lead did not show any deviations which might have led to the clinical observations. The values of the parameters measured during the mechanical and electrical analysis were within the technical specifications. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lead was explanted and replaced due to dislodgement and loss of capture. Should additional information become available, this file will be updated.